Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. X-ray imaging was performed, and proper device-lead connection was confirmed, but a lead conductor fracture was suspected. A lead revision procedure will be scheduled. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).